Event description:
The customer reported that the pt was bleeding from the short gastric vessels post-operatively. The amount of blood loss is unk, but a transfusion was required. It was also reported that regrasp alert were heard while the surgeon was sealing the short gastric vessels. This alert indicates to the user that the seal-cycle was not complete. The procedure was a laparoscopic neissans. The pt has fully recovered.

Manufacturer narrative:
(B) (4). (B) (4). The site indicated that the incident sample was discarded. If additional info pertinent to the incident is obtained, a follow-up report will be submitted. A regrasp alert indicates that the seal cycle was not complete. There are many factors unrelated to a product defect that can result in a regrasp alert. Please see the attached memorandum for additional info.